Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. The camera head was tested and no fault found. Device returned to customer unrepaired. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head did not produce an image, only a black screen. There was no patient involvement. Related complaints:(B)(6) ch-s200-xz-ea, s/n (B)(4) and (B)(6) ch-s200-xz-ea, s/n (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.